Manufacturer narrative:
Actual device evaluated via simulated use testing which confirmed the reported issue. Additional investigation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Manufacturer narrative:
On 04/08/2019 - when opening the return packaging for another complaint, two probes were found instead of the one reported. Initial reporter could not determine if the second probe was from the same case or another case. Both probes returned are from the same lot number. Due to lack of information on the second probe (the one reported in this MDR) the information from the first probe was used for this report. Endocare became aware of the second MDR reportable event on 04/08/2019. Device was evaluated by simulated use testing and found shaft frosting. Further evaluation determined the frosting was due to a failed vacuum sleeve.

Event description:
During testing the shaft frosted over.